Event description:
It was reported that on (B)(6) 2014, a herculink elite stent was successfully implanted in the occluded ostial carotid artery. One day post stent implantation, the patient started to experience severe headaches and facial pain on one side of their face, noted to be reperfusion syndrome. Pain medication was provided and blood pressure medication was increased. On (B)(6) 2014, the patient was taken for a head computed tomography (CT) scan and a magnetic resonance angiogram (mra). Both tests were negative. There was no indication of edema or a bleed. There was no prolonged or re-hospitalization. The headache and facial pain are resolving with treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It should be noted that herculink elite stent system instructions for use states: the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. Based on the information reviewed, there is no indication of a product deficiency.